Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 700 to 800 mg/dl at the time of the incident. The customer's infusion set had come out at night, causing the incident. The customer went low due to being treated for the high. The customer was given insulin and fluids to treat. The customer experienced symptoms such as vomiting. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as this was a past event. Customer also reported a lost transmitter the previous year. The insulin pump will not be returned for analysis.